Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure, the harvester wiper was loose on the vsp550. The wiper would move when it was barely touched. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 7, 2016. (B)(4). The actual device was not returned for evaluation. Although photos were provided by the user facility, a complete investigation could not be performed and the event could not be confirmed. All vsp550 units undergo in-process inspection for wiper operation; therefore, it is likely that the device was damaged during handling. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.